Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had infection at ipg site. As a result, patient's system was explanted and patient was hospitalized and treated with IV antibiotics. Reportedly, infection has cleared. The date of explant is unknown.